Event description:
The customer contacted an abbott customer technical advocate to report that a physician questioned low cbc results generated on the cell-dyn 1800 analyzer. The pt was sent to another facility where a new sample was obtained and results were within normal range. The customer reran the original pt sample and results were within normal range. No impact to pt management was reported.